Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, the patient was pre-operatively diagnosed with lateral recess stenosis of l2-l3 with degenerative disc disease, instability, and lumbar radiculopathy right worse than the left and underwent the following procedures: reentry l2-l3 transforaminal lumbar interbody fusion from leftl2-l3. Placement of pedicle screws and rods of l2 and l3 with 55mm curvilinear rods, 6 x 45mm screws, 6 x 50mm screws at l2 and 1 cross connector. Intertransverse body fusion of l2 to l4 using matchsticks, autograft, allograft, and rhbmp2. The tlif spacer was an 11mm tlif spacer with rhbmp2 packed within. As per op-notes,¿ distraction was carried out on the right-sided pedicel screws in order to open the disc space. The disc space was also opened with osteotomes. After all discs was removed, the wound was copiously irrigated with antibiotic solution. The deep part of the disc space was packed with rhbmp2 and autograft. An 11mm peek tlif spacer was tapped into place under distraction. It boomeranged around nicely. Bone graft was tapped in place on top of it. A dural tear occurred along the l2 nerve root and was secured with three 4-0 silk sutures, tissue glue, and duragen.¿ the patient tolerated the procedure well without nay intraoperative complications.